Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the devices' rfu indicator is solid red. There was no reported patient involvement. The customer reported they have a dfm100 failure. The efficia dfm defibrillator model 866199, is substantially similar to the heartstart xl+ (model #861290) and will be reported in the united states under device model# 861290.